Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 did not turn on. Technical support - recommended mark to replace logic board. Mark will send unit in for flat fee repair. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/07/2016 to the present date 10/9/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue. Based on the troubleshooting results, technical support determined that the proximate cause of the customer¿s reported issue. Technical support - recommended mark to replace logic board the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device would not turn on and had a watch dog error alarm. No patient involvement was reported.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device would not turn on. There was no patient involvement.